Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had a problem with keeping the patient temperature controlled on the arctic sun device. The patient came in at 34c and initially was going to cool to 36c then decided to keep 34c. The device was set to 34c and temperature was then 33.3c by bladder. The trend had been neutral and the water temperature was currently 34.7c and flow rate was 3lpm. The event log showed no alarms and graph showed yellow line hovering up and down from dotted line and blue line changes the opposite from yellow. Also had esophageal probe that was then reading 32.9c. Mss suggested using esophageal probe at temperature port 1 and explained that the device was working appropriately.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the alleged device is not sold by bd. The device was not returned

Event description:
T was reported that the nurse had a problem with keeping the patient temperature controlled on the arctic sun device. The patient came in at 34c and initially was going to cool to 36c then decided to keep 34c. The device was set to 34c and temperature was then 33.3c by bladder. The trend had been neutral and the water temperature was currently 34.7c and flow rate was 3lpm. The event log showed no alarms and graph showed yellow line hovering up and down from dotted line and blue line changes the opposite from yellow. Also had esophageal probe that was then reading 32.9c. Mss suggested using esophageal probe at temperature port 1 and explained that the device was working appropriately.